Event description:
On 02-07-97 the patient underwent myocardial revascularization with CABG (five vessels). Two mediastinal chest tubes were placed. On 02-08-98 while removing the left mediastinal chest tube, the tube was entrapped and the tube fractured. The patient required a surgical procedure to remove the retained chest tube.

Manufacturer narrative:
Reference MFR. Complaint # ar1997-7-14-91. One sample consisting of two thoracic catheters connected by a y connector was returned. Visual examination revealed the catheter was broken at the third drainage eye. Manufacturing tested the catheter and break strength was recorded at 109 lbs. Control samples averaged 99 lbs. No problem was found with the catheter. Lot number was unknown so no history could be checked. Follow-up with the customer revealed the catheter may have caught on sternal wires upon removal. Condition of the returned sample indicated excessive force or nicking by a sharp instrument caused breakage. Please note that this report may be based upon information not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necesarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.